Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "I have a leak".

Event description:
Patient reported a right side "I have a leak". Device status is unknown.